Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose (bg) level was 425 mg/dl. The bg level was addressed with a bolus via the pump. Reportedly, the contact was unsure of the cause of the bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose level.